Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 05/09/2008, 05/15/2008, 05/29/2008 by phone, fax and mail. A completed questionnaire has not been received.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt has never had better visual acuity than 20/40 and has never been satisfied with his vision. The surgeon has noticed some punctate glistenings on the right lens. The surgeon performed a yag laser procedure recently. Results are unk. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.